Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant, the lead became lodged inside the guide catheter and could not be advanced or retracted. The lv lead was rotated several times clockwise and was able to be removed from the patient's body. No patient complications have been reported as a result of this event.